Manufacturer narrative:
Final analysis found burn marks on the main circuit board and on the inner casing of the ac power adaptor which resulted in power anomaly.

Event description:
It was reported that the transmitter would not power on after a storm hit the patient's home. Upon investigation, the contact strips were burned. The transmitter would no longer be used and replaced.